Event description:
The advocate stated that the customer took insulin based on the reading he got from his meter. He alleged that the customer may have taken too much insulin because he was not doing well. No other info was provided about the event. The advocate did not have the customer's meter with him at the time of the call, so it was not possible to determine which product he was using. The advocate was advised by customer service to contact the customer's physician immediately. Several attempts were made to contact the advocate for more info, but customer service was unable to reach him. No product will be returned for eval.

Manufacturer narrative:
It's not possible to determine a MFR date without any product information.